Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 failed and required maintenance. A field service engineer (fse) had dialed in remotely to the stations to resolve the issue but was unsuccessful. After arriving on site, the fse reset all cabling, and observed that half of the board light emitting diodes were not functioning. The fse swapped the printed circuit board (pcb) and tested the system successfully with the user. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that the user was able to remove the medication from another station and the malfunction occurred when the user was trying to issue the medication to the patient. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.